Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative alinity I syphilis result for one patient. Alinity I syphilis result was 0.74 s/co (negative) (<1.00 is negative). Tppa: weak positive; johnson & johnson platform 3.14 (positive). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. Ticket trending did not identify any trends regarding commonalities for the complaint list and lot number. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent was identified.

Event description:
The customer observed a false negative alinity I syphilis result for one patient. Alinity I syphilis result was 0.74 s/co (negative) (<1.00 is negative). Tppa: weak positive; johnson & johnson platform 3.14 (positive). No impact to patient management was reported.